Manufacturer narrative:
It was reported that a patient underwent a cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and a hemostatic valve separation occurred. When the wire was placed in vizigo, blood was reversed. The issue was resolved by changing the sheath to another one. The procedure was completed without patient's consequence. Device investigation details: the device investigation has been completed which included a manufacturing record evaluation (mre). The manufacturing record evaluation performed for the finished device with lot number 00001630 and identified that no internal actions related to the reported complaint condition were found during review. Still no device has been received for analysis, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Based on the completed mre, the h4. Device manufacture date has been populated with 21-apr-2021. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4) corrections : on (B)(6) 2021, it was noticed that the following information was inadvertently omitted from the 3500a initial medwatch report and certain fields were populated incorrectly. Corrections as follows: in section h10. Additional manufacturer narrative, the following statement was omitted: "the device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Investigation is in progress, once completed a supplemental will be submitted.¿ field h3. Reason for non- evaluation was reported as ¿device evaluation anticipated, but not yet begun¿ however, it should have been ¿not returned to manufacturer¿ this has now been populated correctly. Field h 6. Type of investigation was reported as ¿type of investigation not yet determined (b21)¿ but it should have been ¿device discarded(b18)¿ this has now been populated correctly.

Manufacturer narrative:
If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Initial reporter phone: (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and a hemostatic valve separation occurred. When the wire was placed in vizigo, blood was reversed. The issue was resolved by changing the sheath to another one. The procedure was completed without patient's consequence. The sheath did not break. The hemostasis valve (gasket) did not break into two or more separate pieces. The hemostatic valve/brim cap/hub did not become detached from the sheath. The sheath was not being used on the patient. Blood return was observed and patient hemodynamics were not compromised due to bleeding. A few drops, but the exact amount is unknown. No medical intervention.